Manufacturer narrative:
1. The customer returned 3 photos and (B)(4) actual samples, all of which are unused. The sku is 383083 and the batch code is 4081458. Please refer to the attachment (B)(4) for photos. 1-the photos show that the end of the septum is leaking blood. 2-800mm simulated clinical leakage test is performed on (B)(4) actual samples, and leakage at the end of the septum is found in (B)(4) samples. Please refer to the attachment (B)(4) for test reports. 2. DHR/bhr review lot#4081458 1-the products of this batch were assembled at intima ii auto line 2 in (B)(6) 2024, and packaged at r240 package line and cfs package line in (B)(6) 2024. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-as the plant received similar complaints from other hospitals about this batch of products, 800mm simulated clinical leakage test was conducted on the retained samples of this batch, and it was found that a few samples leaked at the end of the septum after the needle tip was inserted into the test device, and the leakage stopped after the needle core was pulled out. The plant has launched CAPA to trace and investigate. Conclusion(s): no abnormality is found in the production process. The returned photos and (B)(4) of the returned samples show leakage at the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional informaiton provided.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvci leaked this product has blood leakage during blood collection when the needle cone is not pulled out of the cavity samples can be returned with photos green claims are not required, complaint response letter and acceptance letter are required.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.